Event description:
Information received indicates the valve was explanted after 59 months implant duration due to pannus overgrowth formation. Diagnostic angiography revealed right ventricular hypertension and peripheral pulmonary stenosis. The device was replaced with no additional patient complication reported.